Manufacturer narrative:
Additional information: b5.

Event description:
New information indicates that the oversensing led to pacing inhibition.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensed noise which led to diagnostic issues. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable.